Event description:
Edwards received notification of a pascal in tricuspid procedure where an intra-procedure slda (single leaflet device attachment) occurred due to difficult imaging on both tee (transesophageal echocardiogram) and ice (intracardiac echocardiogram). Due to imaging challenges for the first implant, it was difficult to grasp and confirm the insertion of the septal leaflet. Grasping anterior to the rv (right ventricular) lead was not possible, which required a grasp on the posterior side near the ps (posterior-septal) commissure. The implant was positioned at as (anterior-septal) and remained stable upon release. A second implant was attempted at the ps (posterior-septal) position; however, imaging made it difficult to confirm both grasping and the insertion of the septal leaflet. While attempting to reposition and reorient the second implant, the rv (right ventricular) lead disengaged from the lead. Interaction between the first and second implants likely contributed to the slda. A third implant was successfully implanted at the as commissure to stabilize the slda with the first implant. Tr (tricuspid regurgitation) at the time of slda was severe +. The procedure was completed, and tr reduced from severe/3+ to moderate/2+.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label. B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case.